Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Follow up confirmed that the lead had been reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.